Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a control board was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when the imaging system was on standby, a "battery level critical error" was displayed on the pendant of the imaging system. It was reported that the battery level showed to be in the 90 range. There was no patient present at the time of the issue.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.